Manufacturer narrative:
This spontaneous case was reported by a consumer, and subsequently by a lawyer, and describes the occurrence of back pain ('back pain'). In a female patient who had essure (batch no. 654847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual problems"), abdominal symptom ("abdominal complaints"), fatigue ("fatigue"), depression ("depression") and medical device site calcification ("coils that are calcified"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, menstrual disorder, abdominal symptom, fatigue, depression and medical device site calcification outcome was unknown. The reporter considered abdominal symptom, back pain, depression, fatigue, medical device site calcification and menstrual disorder to be related to essure. Lot number#:654847, manufacturing date:2009-07, expiration date: 2012-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jul-2021, quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal symptom ("abdominal complaints"), fatigue ("fatigue"), depression ("depression"), menstrual disorder ("menstrual problems") and medical device site calcification ("coils that are calcified"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the back pain, abdominal symptom, fatigue, depression, menstrual disorder and medical device site calcification outcome was unknown. The reporter considered abdominal symptom, back pain, depression, fatigue, medical device site calcification and menstrual disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 654847) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual problems"), abdominal symptom ("abdominal complaints"), fatigue ("fatigue"), depression ("depression") and medical device site calcification ("coils that are calcified"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, menstrual disorder, abdominal symptom, fatigue, depression and medical device site calcification outcome was unknown. The reporter considered abdominal symptom, back pain, depression, fatigue, medical device site calcification and menstrual disorder to be related to essure. Most recent follow-up information incorporated above includes: on 20-jul-2021: essure lot number 654847 provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal symptom ("abdominal complaints"), fatigue ("fatigue"), depression ("depression"), menstrual disorder ("menstrual problems") and medical device site calcification ("coils that are calcified"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the back pain, abdominal symptom, fatigue, depression, menstrual disorder and medical device site calcification outcome was unknown. The reporter considered abdominal symptom, back pain, depression, fatigue, medical device site calcification and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.